Manufacturer narrative:
Other, other text: h3 and h6 - evaluation results: updated device evaluation: one device was returned for investigation. Tamper seals were intact. Visual inspection found small scratches on the front housing screen. There was no evidence found in the error history log. The customer's stated problem was verified during power up with error code 112. Investigators were unable to duplicate or replicate the error code again. The most probable cause of the error code 112 is most likely due to a faulty motor. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. The motor was replaced as a preventative measure.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed system fault. No patient injury reported.